Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated he put 2 new tires on the chair and now the right motor is stuttering.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Motor, will not calibrate and foreign substance. Will not calibrate. It jerked as it made about one rotation and then quit. There was a lot of small pieces of hay on the outside of the motor and falling out from the inside during bench test. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Motor, will not calibrate and foreign substance. Will not calibrate. It jerked as it made about one rotation and then quit. There was a lot of small pieces of hay on the outside of the motor and falling out from the inside during bench test. The dealer stated he put 2 new tires on the chair and now the right motor is stuttering.